Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels. Customer's blood glucose level at the time of hospitalization was 22 mg/dl. The customer stated that he was at home and his blood glucose level started to go down and he called the paramedics. The customer believes that the decrease of his blood glucose levels happens often because of the type of diabetes that he has. The customer was wearing the insulin pump at the time of hospitalization. Customer was treated nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.